Manufacturer narrative:
Additional information provided in a1., a2., a3.a., d.9., h.3., h.6., h.10. The lens was returned. Viscoelastic was observed on both sides of the lens. One haptic was broken with a portion retained in the haptic insertion area. This returned haptic was bent and broken gusset and distal area. The other haptic was bent-gusset area. The optic had been cut from the edge to the center. Scratches and cracks that appear to have been cause by forceps were observed near the cut area. This damage may have been caused during the removal. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge was indicated with a non-qualified viscoelastic. It is unknown if a qualified handpiece was used. The lens was returned. One haptic was bent and broken gusset and distal area. This may have been the intended complaint stated to be broken lens. Other damage was observed, which appeared to be removal damage. The root cause for the haptic damage may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for the lens/company cartridge combination used. It is unknown if a qualified handpiece was used. The company lens is only qualified for use with the company handpieces. The instructions for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that before surgery lens found to be broken. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).